Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced fluctuating bg levels between 60-288 (mg/dl). Reportedly, the customer woke up with a low bg level of 60 (mg/dl), and believes that their basal insulin rate for the evenings require an adjustment. Customer consumed juice to treat their bg level. Later, the customer reported that they experienced an elevated bg level of 288 (mg/dl) after eating lunch. Customer treated their elevated bg level with physical activity. Tandem technical support assisted the customer with adjusting their basal insulin rates as recommended by their health care provider.